Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced under delivery of insulin and high blood glucose level of 300 and 400 mg/dl. The customer¿s blood glucose was 160 or 170 mg/dl at the time of the incident. The customer¿s current blood glucose was 298 mg/dl. The customer was treated with insulin pump. The customer also had insulin flow blocked alarm and air bubbles in tubing. Customer was alleging possible pump under delivery. The product was not returned for analysis.